Event description:
Device returned to manufacturer for analysis with report of "pump pocket infection - staph aureus" as reason for removal. Repeated requests for additional information about this event have been unanswered. A supplemental medwatch report will be filed if additional information becomes available.